Manufacturer narrative:
No button error alarm noted. Insulin pump had an act button did not respond due to corroded keypad trace. Insulin pump was unable to verify weak battery alarm , low battery alarm and perform displacement test, basic occlusion test, occlusion test, prime test, no delivery test due to unresponsive button. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a weak battery alert; customer changed the battery and received a button error alarm. Blood glucose value is 3.7 mmol/l. Nothing further reported.